Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas and evaluated on 07/01/2016 with the following findings: there was visible moisture on the display screen. The ok, up, and down buttons were under responsive. There was no damage to the button contacts. There was moisture corrosion found on the printed circuit board. The battery compartment was found to be cracked. The display screen was dim and discolored.